Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular (rv) lead presented with no capture. This had previously been addressed by programming changes. The lead was capped and the rv port was plugged in a procedure on (B)(6) 2021. Post-procedure the patient was stable.